Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism fully deployed. Corrosion was observed inside of the pod on multiple components. The pod data was unable to be downloaded and the data was lost. A leak test was performed, and fluid was observed exiting from a tear in the unexposed portion of the soft cannula 0.173 inches from the nail head. This internal cannula damage can be confirmed as the root cause of the corrosion, data loss, and the cause of the user reported event of the pod not delivering insulin.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level read high (>400 mg/dl).